Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea, loss of appetite, bowel upset and cloudy effluent. The patient presented to the emergency room but was not hospitalized. The same day the patient was treated with ceftazidime (dose, route and frequency not reported) and an unknown antibiotic. The cause of the peritonitis was unknown. At the time of this report, the outcome of this peritonitis event was reported as ongoing and unchanged. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.